Manufacturer narrative:
H3: product analysis: product ID: 9560100. Lot# 1025079 during the inspection at the time of acceptance, the requested phenomenon was reproduced and that there was a scratch on the tip of the outer tube and that the internal lens was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via service and repair via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the endoscope was having poor focus. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the endoscopic herniectomy.